Event description:
Eye infection [eye infection nos]. Case description: spontaneous device reort, USA. A physician reported a pt underwent implantation of ceeon lens 912 in 2000. Two months later, the pt developed an eye infection. Surgical intervention was required in which an intraocular aspiration of fluid and an intraocular injection of antibiotics was performed. The lens was not extracted. Preliminary cultures were pending. The final outcome is not known. The reporting physician contacted the co as he was exploring all possible causes for the eye infection and does not necessarily link the infection with the lens. Upon follow-up, (25 days later), the reporting physician indicated that this pt had uncomplicated cataract surgery with 20/25 vision up to 7 weeks after the procedure 25 days ago, a vitreous tap and anterior chamber cultures were done. Both cultures have remained negative to date. 3 days later, a vitrectomy culture grew aspergillus within one week. Ultimately, this pt required ocular enucleation to treat the event. The results of the quality investigation concluded that a production related cause could not be identified. Case comment: the reported event is post-operative infection. No organism was cultured nor was the lens removed. This raises the possibility of inflammation or sterile empyema rather than infection. There are many possible etiologies for post-operative inflammation including intraoperative trauma, defects in the lens design, or an allergic response to crystalline lens cortical remnants. The reporting physician expressed doubt that there was a link between the infection and the lens. This clinical event, including negative laboratory test although occurring in a temporal relationship to lens implantation could also have more plausible explanations. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor, manufacturer or product caused or contributed to the event.